Event description:
It was reported that during a procedure, the tip of the unit has a torn plastic sheath.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.